Event description:
It was reported the patient didn¿t feel the ¿constant urge to go¿ so they wondered whether or not their doctor had turned it back on. The patient stated ¿it¿s really really swollen.¿ it was noted the patient was unable to adjust stimulation and saw a ¿call your doctor icon with a power on reset (por) condition. It was stated the patient had their device repositioned the night prior to report and the morning of report the patient went to turn it back on and they saw the picture of the doctor and por on their programmer screen.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3093-28, lot# v256966, implanted: (B)(6) 2009, product type: lead. (B)(4).